Manufacturer narrative:
Two hundred representative samples were returned and 6 of these were tested for clotting. 1 of the 6 tested did clot. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5336888. It was determined that the most probably root cause in an intermittent air bubble in the heparin dispense line following the sanitization of the production line midway through the production of the lot. An air bubble in the line could lead to a reduction in the amount of heparin additive applied to the tubes, which could lead to clotting.

Event description:
It was reported that the bd vacutainer® plus plastic pst tube had 4 samples that resulted in clotted specimens. No injury or medical intervention reported.